Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 53-year-old male patient with a past medical history of a coronary artery bypass graft (CABG), coronary artery disease (cad), and renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. During the procedure, the automated impella controller (aic) had a controller failure alarm while in the process of ECMO decannulation. There was no noted interruption of flow or support for the patient. The aic was exchanged for a new aic. The new aic had an impella failure alarm and was unable to restart the pump. The patient was hemodynamically stable so ECMO clamp trial was initiated which showed improved hemodynamics. The decision was made to remove the impella and ECMO as the patient's heart had recovered and was stable. Eight days after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-5 at 3.2l/min as intended. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Additional information has been provided in d9 and h6 corrected information has been provided in h3 the root cause of the controller error alarms was undetermined due to the inability to reproduce the issue. Refer to pump investigation pi-17737607421929537 for pump stop and impella defective alarm issue. The cause of the frequent interruption of data streaming was due to a compromised backstrap cable.

Manufacturer narrative:
D6a/d6b added in error in prior supplemental report.